Manufacturer narrative:
Correction- (brand name- added "tandem t:slim insulin delivery system"). (Common device name- corrected to "insulin pump"). (Procode- corrected to "lzg"). (Model #- added "004628", catalog #- added "004889", serial #- added "(B)(4)"). PMA/510k #- added "k111210." Device manufacture date- added "4/3/2015."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized. The blood glucose (bg) impact was not provided. Multiple attempts were made to follow up with the customer to complete troubleshooting; however, no additional information was provided on the reported event.